Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system. Infection or sepsis. (B)(4).

Event description:
A pt had an uneventful novasure endometrial ablation on (B)(6) 2010, and reported a fever of 104 degrees fahrenheit and pain 5 days later on (B)(6) 2010. She went to the emergency room and on examination, was found to have uterine tenderness, normal white blood cell (wbc) count, and negative computed tomography (CT) scan. The pt was admitted to the hospital that day and treatment included intravenous (IV) gentamicin and clindamycin. On (B)(6) 2010, the physician reported vaginal and blood cultures were positive for escherichia coli. The pt was seen by the infectious disease department and the antibiotic regimen was adjusted (antibiotic(s) unk). The pt improved and has been afebrile for 24 hours. Additionally, the physician reported the radiologic studies were negative for bowel injury. On (B)(6) 2010, the physician reported the pt was in the hospital for a total of 5-6 days. She was seen in the office for follow-up on (B)(6) 2010, and is doing very well.